Event description:
Procedure type: inguinal hernia repair. According to the reporter: the balloon popped off from the shaft, all pieces recovered from the pt cavity. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
(B) (4)